Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01jun2020.

Event description:
The customer reported a navigation ring failure. The device was not being used for treatment when the reported event occurred and there was no patient involvement. The fse (field service engineer) evaluated the device and confirmed the reported problem. The service technician replaced the front bezel and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing.

Manufacturer narrative:
G4: 21oct2020 b4: (B)(6) 2020 the determination could be made that the device failed to meet specifications. The navigation-ring failures were determined to be due to liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:30mar2021. B4:31mar2021. Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.